Manufacturer narrative:
02/25/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending.

Event description:
The pacemaker involved in this MDR report was interrogated during scheduled follow-up performed on (B)(6) 2009. Reportedly, the user observed inconsistent dates in the printouts of holter memories data related to fallback mode switch (fms) episodes. The dates printed apparently did not correspond to the actual fms episodes' dates: -2 fms episodes were printed (a 3rd one was on-going at the time the interrogation was performed) - total fms duration printed: 314 days - 1st fms episode date printed: (B)(6) 2008 then, dates and durations printed remained unclear to the user.